Event description:
The customer reported that the system displayed an over time error message and slows during runs. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative repaired the power cable insulation and retrieved the error log files and calibrated the filament as well as begun an investigation of the tar bal files. The system was tested and found to be working as intended and put back in service. This malfunction may have resulted in a possible accidental radiation occurrence.